Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report number 1627487-2014-25284. It was reported the patient was experiencing unintended surging/jolting stimulation. An sjm representative met with the patient for reprogramming. Diagnostics revealed invalid impedances. Reprogramming was able to provide resolution. Additional follow-up revealed the patient's leads were explanted and replaced on (B)(6) 2014. It was also reported during the procedure the physician electively explanted and replaced the ipg. Effective therapy was restored post-op.